Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors may have contributed to the event; however, cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 31 mm mitral valve was explanted after an implant duration of approximately five (5) years, five (5) months, due to calcification, stiff leaflets and being frozen open. Per medical records, the patient had been experiencing increasing difficulty with shortness of breath, fatigability, beginning approximately six (6) months ago. Echocardiogram demonstrated bioprosthetic failure with complete immobility of the valve leaflets and severe mitral stenosis. These findings were confirmed during explantation of the valve. The device was replaced with a 33 mm mitral valve. Post-implant echo demonstrated a well-seated bioprosthesis without any evidence of perivalvular leak or impingement of the leaflets and was functioning well. The patient tolerated the procedure well and was transferred to the ICU in stable and satisfactory condition. The patient also has a 34mm annuloplasty ring implanted in the tricuspid position that remains implanted. Pathology report findings: prosthetic mitral valve leaflets are intact and show yellow calcification with calcified nodules measuring up to 0.5 cm in greatest dimension. No vegetation was identified.

Manufacturer narrative:
Device evaluation summary - x-ray demonstrated moderate calcification on cusp area all three leaflets and free margin of leaflet 3 near commissure 3. Wireform was intact in the x-ray. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflets 1 and 2 at the outflow aspect. Host tissue fused the free margins of the leaflets at all three commissures at outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflets 1 and 2 at the inflow aspect. Host tissue on the stent circumference was heavy at the outflow and moderate at the inflow aspect. Leaflet 1 had a cut, approximately 10mmx2mm, starting from the free margin to the cusp area. And leaflet 3 also had a cut, approximately 12mmx3mm, starting from the free margin to the cusp area. Incidental findings - cut sections of the leaflets were not returned. Commissure 3 was bent inwards. The sewing ring was cut at leaflet 2 near commissure 3. The wireform was also exposed on commissures 2 and 3. The reported stenosis and restricted leaflet motion was confirmed as secondary to leaflet calcification and host tissue. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood.

Event description:
The reported device was returned for evaluation.